Event description:
User facility reports incident of luer connector that cracked at initiation of dialysis treatment and resulted in ebl = 100cc. Machine was stopped and line was clamped while staff removed the cracked connector and reconnected tubing to the bloodline. Treatment was completed without incident. No pt injury or need for medical intervention is reported.